Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had an emergency and went away for 3 days left her infusion sets behind. Customer stated that it has been a long time since she used syringes and does not remember how to calculate her dosages. Customer was referred to there health care professional to get the information. Customer had this happen before and just used her pump to calculate it. Customer was advised that she can do that, but it will not take into account the basal drip she is supposed to get or the active insulin remaining. Customer mentioned that there were cracks on the three corners of the display. Insulin pump will need to be replaced. Customer also stated that the pump made a loud noise that scared the cat. No additional information provided.

Manufacturer narrative:
Insulin pump had minor scratches on lcd window, cracked near display window corners, cracked battery tube threads and cracked reservoir tube lip. Insulin pump monitored and no unexpected audio and beep anomaly noted.